Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a male patient (patient age and weight are unknown). During stent deployment, the guide catheter detached from the delivery system and remained in the deployed stent. A snare was used to removed the guide catheter and the stent. A second rapid exchange biliary stent system was used to complete the procedure successfully. There were no patient complications. The patient was reported to be fine after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed only the broken guide catheter was returned for evaluation. The working length of the guide catheter was kinked at multiple locations. The proximal end where the welded cannula/pullwire attaches to the guide catheter was slightly deformed/split likely due to the detachment of the welded cannula/pullwire from the guide catheter. Based on the condition of the device and the details of the event, the root cause could not be determined since the event description and product analysis do not provide sufficient information to conclude a probable root cause for the complaint. The device history record review confirms that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a male patient (patient age and weight are unknown). During stent deployment, the guide catheter detached from the delivery system and remained in the deployed stent. A snare was used to removed the guide catheter and the stent. A second rapid exchange biliary stent system was used to complete the procedure successfully. There were no patient complications. The patient was reported to be fine after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. (B)(4) - therapy/non-surgical treatment, additional. The device has been received; however, the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.